Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The device met specifications for optical signal properties and both thermocouples met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delayed procedure remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a clinically significant delay occurred due to a contact force issue. The catheter was removed from the patient and force was applied to the tip to confirm it was sensing contact force. The catheter was placed back into the patient and intermittent errors were observed. The procedure was completed without a product replacement with no adverse patient consequences however the issue added approximately 1 hour to the procedure.